Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial # (B)(6), product type recharger was returned and analysis results doesn't verify the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date was asked and it was unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial#: (B)(6), product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that for probably the past 2.5 months, they have been having issues when trying to charge their implant and their controller is 'malfunctioning'. Pt stated that they are getting system problem rm06, controller imposes 3-4 screens, and it is not charging the implant in a normal manner. Pt added that they sat on the recharger for 4 hours the other day and the implant did not even come out of the red zone. Pt was seeing controller at 60% and ins 50%; recharge quality was fluctuating between excellent, good, and poor. Agent walked pt through resetting the controller; pt confirmed no physical damage on recharger cord/ pins, controller connector port pins, or battery compartment pins. Agent asked pt if they have had any falls or trauma and caller stated they have fallen a couple times. The pt also mentioned that the 'battery inside' of them heats up. Pt stated they think the recharge paddle might be getting hot (no pt harm reported). Ag ent redirected to healthcare provider (hcp) to further address implantable neurostimulator (ins) heating. Pt stated they sit in a lazy boy chair to charge the ins. Pt mentioned they may have a meeting with a rep on monday. The pt also mentioned that during the implant surgery, they woke up on the table and it was not pleasant. A request was sent to repair to replace the controller and recharger. Agent advised pt to follow up with their healthcare provider if the new equipment does not resolve the issue.